Event description:
It was reported that during an unspecified procedure, guide wire peeling occurred. The lesion was located in the common bile duct (cbd). An unspecified cannula was placed in the cbd. The 0.035 hydra-jag guide wire was advanced through the cannula to the lesion. Upon attempting to remove the cannula, the cannula was unable to be removed and the physician noted that the mid-portion of the guide wire which remained exterior to the patient contained peeled coating. The guide wire and cannula were removed as a unit. Another of the same device was used to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility, and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.